Event description:
(B)(6) old female pt called zoll customer support to report that her monitor was displaying a service code 110. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110 - over voltage cleared no energy) was confirmed. Upon investigation a broken lead on high-voltage capacitor c19 was discovered on the defibrillator board, causing the service codes. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The pt received a replacement monitor.